Manufacturer narrative:
The problem was due to a component failure (chiller). After the replacement of this component, the laser system restarted to work correctly.

Event description:
The laser system has the following problem: "the resonator chiller is displaying a flow sensor error".